Manufacturer narrative:
The oad was returned to csi for analysis. A driveshaft fracture was located at the distal edge of the crown. Scanning electron micoscopic imaging identified fatigue striations at the site of the driveshaft fracture. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. Csi ID: (B)(4).

Event description:
A diamondback 360 coronary orbital atherectomy device (oad) was used to treat a lesion in the right coronary artery (rca). A non-csi guide was used with a non-csi wire to navigate the vessel, and then exchanged for a viperwire advance guide wire with a microcatheter. Glideassist was used to reach the mid rca. The physician treated for approximately 25 seconds, and it was noted that there was difficulty advancing the oad. Troubleshooting was performed. On the second treatment, the oad continued to experience difficulty advancing. The physician pulled the oad back because they believed it was stuck. As the oad crown was in the bend of the lesion, it was noticed the driveshaft tip fractured. Glideassist was used to retract the oad, however the fractured tip remained in vivo. The physician attempted to advance an additional wire in the vessel but was unsuccessful as the wire could not pass. The fractured driveshaft tip was successfully snared and removed. The patient was in stable condition.